Event description:
It was reported that the tip of an ozark screw driver wouldn't retain the screw intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
A visual inspection was performed. The threaded tip of the driver has fractured off. The threaded portion fracture is just proximal to the tip of the hexalobe. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot and catalog number, no adverse trends were identified. Initial report states that the driver will not retain the screw and visual inspection confirmed the threaded tip of the driver has fractured off. It was also reported via follow up that the blue handle was used with the driver during screw placement. The device was not used at a difficult angle or with excessive force. The most likely cause of the reported event was determined to be due to the use of the incorrect handle during screw insertion. The grey torque limiting handle must be used with the threaded driver. The torque limiting handle is designed to protect the driver from excessive torque, which can lead to driver damage during screw insertion.

Event description:
It was reported that the tip of an ozark screw driver wouldn't retain the screw intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.